Event description:
It was reported that the system 9800 would not fluoro during a procedure. It was necessary to reinitialize. The system was swapped out with another and the procedure was completed. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified after many attempts. The generator interface circuit board and the system interface circuit board was replaced. The system was tested and found to be working as intended and placed back into service.